Event description:
It was reported the patient presented with a st elevated myocardial infarction (stemi) and the procedure was to treat a lesion in the distal right coronary artery with total occlusion and high thrombus burden. A 2.5x28 mm rx xience v stent was implanted without any issues noted. However, 1.5 to 2 hours after the procedure the patient experienced heart failure and expired. No angiography could be done prior to the patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.